Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the femoral head. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were found against the liner. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to dislocation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to dislocation. Update (B)(6) 2017: medical records received. Pfs alleges pain, burning and limp. After review of medical records for the MDR reportability, patient was revised to address recurrent dislocation, metal ion toxicity, and associated joint effusion. Revision notes reported the joint was dry with well appearance of the bearing. Pathology report suggests chronic inflammation and specimen consists of multiple fragments of gray tan, firm tissue. Laboratory results for metal ions were below 7ppb. This complaint was updated on (B)(6) 2017. Investigation method: the patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. One other report found against the femoral head. DHR requested review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports found against the liner. Based on the inability to find any other reported incidents against the provided product and lot code, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. No devices were returned for review. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Investigation summary: patient was revised due to dislocation. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the femoral head. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were found against the liner. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Medical records received. Pfs alleges pain, burning and limp. After review of medical records for the MDR reportability, patient was revised to address recurrent dislocation, metal ion toxicity, and associated joint effusion. Revision notes reported the joint was dry with well appearance of the bearing. Pathology report suggests chronic inflammation and specimen consists of multiple fragments of gray tan, firm tissue. Laboratory results for metal ions were below 7ppb. This complaint was updated on (B)(6) 2017.